Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented via a merlin@home transmission when the device was post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were recommended. The patient was fine.

Event description:
New information received indicates that the device was explanted due to advisory.